Manufacturer narrative:
The complaint investigation for falsely elevated alinity I stat high sensitive troponin-I results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. A review of tracking and trending did not identify any trends for the complaint issue. Device history record review on lot 47288ud00 did not show any potential non-conformances, deviations, or non-conformances associated with the complaint issue. Customer field data was used to assess the performance of the alinity I stat high sensitive troponin-I assay using worldwide data. Review shows that the median patient result for lot 47288ud00 is within established limits and comparable with other lots in the field, confirming no systemic issue for lot 47288ud00. Labeling was reviewed and found to adequately address the issue. Based on the investigation, no systemic issue or deficiency of the alinity I stat high sensitive troponin-I assay for lot number 47288ud00 was identified.

Event description:
The customer observed falsely elevated alinity I stat high sensitive troponin-I results for a patient sample. The following data was provided: (B)(6) 2023. Sample ID :(B)(6). Initial result = 175.1 pg/ml, repeat result at a different lab = 2.8 pg/ml. Same patient new sample results on (B)(6) 2023. Sample ID: (B)(6) = 183 pg/ml no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Completed information for section patient identification: sid's: (B)(6). All available patient information was included. Additional patient details are not available.  This report is being filed on an international product, list number 08p13, that has a similar product distributed in the us, list number 04z21.